Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The lot number was unknown. Therefore, the expiration date, manufacturing site name and device manufacture date were unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 4 for (B)(4). It was reported that during an expedium 5.5 ti spinal scoliosis case on (B)(6) 2022, it was observed that the shaft on three screwdriver devices (torque drives) were stripped during final tightening. According to the report, this occurred prior to the torque limiting handle were changed. It was further reported that one of the reduction sleeve device was no longer holding the inner driver. It was unknown how the procedure was completed. However, there were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) approximator fc sleeve device. This complaint involves four (4) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot and expiration date. D9. H3, h4, h6: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw135838 was released in four batches. ¿ batch1: lot qty of (B)(4) units were released on 16 aug 2013 with no discrepancies. ¿ batch2: lot qty of (B)(4) units were released on 29 may 2013 with no discrepancies. ¿ batch3: lot qty of (B)(4) units were released on 04 jun 2013 with no discrepancies. ¿ batch4: lot qty of (B)(4) units were released on 21 jun 2013 with no discrepancies. Supplier: depuy : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the approximator fc sleeve (p/n: 279712580, lot: nw135838) does not have a defect or damage related to the allegation. Cannot be established the issue reported due to the mating devices were not returned to evaluate the functionality of the device. No issues were identified. A dimensional inspection was not performed due to no damage was observed during visual inspection. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the approximator fc sleeve (p/n: 279712580, lot: nw135838) would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.